Event description:
It was stated that the insulin pump was submerged in water and the display is now blank . It was also stated that there was water underneath the screen and a yellow color around the buttons and reservoir compartment. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly.